Event description:
It was reported by the user site that prior to a 3dimensions patient exam on (B)(6) 2025, the tubehead of the device was moving on its own. The user site reported that the tubehead was set to 0 degrees, then it moved to 2.4 degrees on its own. No patient or user injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and confirmed the user site's reporting of the off degree tubehead. The fse checked the resistance on the tomography pot of the device and performed tomography pot calibrations. During the calibration process, the fse observed that there were loose vertical travel assembly (vta) bolts at the back of the gantry. The fse checked the resistance of the tomography pot and tightened the vta bolts after calibrations. The fse reported that multiple tomography shots were then taken by the device without tubehead drifting reoccurring and verified that the system is now operating according to manufacturer specifications. No further information is currently available.